Event description:
It was reported that the patient implantable cardioverter defibrillator (ICD) exhibited a non-sustained right ventricular oversensing (nsrvo) alert for unspecified oversensing. No interventions were taken. The patient condition is unknown. Further information was requested but not received.

Event description:
It was reported that the patient implantable cardioverter defibrillator (ICD) exhibited a non-sustained right ventricular oversensing (nsrvo) alert for incorrect measurements. No interventions were taken. The patient condition is unknown. Further information was requested but not received.

Manufacturer narrative:
Correction: b5 and h6.